Manufacturer narrative:
Complaint (B)(4). Received one rack 456087p/b23033nt for evaluation. No customer pictures were received. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Selected samples were filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction was not duplicated.

Event description:
The customer advised the tube did not separate properly. The customer advised they received tubes delivered to their lab with the appearance of not being centrifuged.the customer advised that they use the hettich 200s and ask to set at 4500rpm for 20 mins. The tubes were kept on their side during transport. These issues occurred at multiple locations. The customer states that they don't have any pictures and that they have several cases of the affected lot isolated in their warehouse.